Manufacturer narrative:
.

Event description:
An email with a link to a blog post titled (B)(6) was sent to the manufacturer. The blog was reviewed and three incidents of increased depression and one incident on cognitive behavioral changes were noted. This report is for the patient who experienced cognitive behavioral changes. The three increased depression events are reported in MFR report numbers 1644487-2013-03051, 1644487-2013-03052, and xxx. The blog writer stated that the thought of having the vns lead wrapped around her vagus nerve made her feel ill and claustrophobic. The writer states that she told the coordinator that "I can imagine freaking out and trying to rip it out of my neck", to which the coordinator responder (per the writer) that "that's happened". Implying that the event has occurred before. Attempts for additional information cannot be made as the patient for which this may have occurred and the physician information is unknown. It was noted that the person who wrote the blog post was a participant in one of the depression clinical studies; however, this participant was not implanted with vns.